Event description:
It was reported that the day after implant, upon attempting to connect an epicardial lead, the setscrew of the device could not be engaged by the wrench. The physician attempted multiple instruments, but was unable to remove or engage the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 507652 implantable pacing lead, implanted: (B)(6) 2013; product ID: 6935m62 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.